Manufacturer narrative:
The device was received fully deployed. During inspection of the device, the bottom housing vent was observed to be damaged. The exact timing or cause of this event could not be determined. The downloaded data returned an 0x18 alarm. It was observed during investigation that the plunger ran to 0% filled. The downloaded data showed no timeouts or drive stalls. No other damages or defects found. The device function properly. Inspection of the device did not find any issues that would result in the device failing over deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 40 mg/dl. The patient had a migraine, was dizzy, nauseous and vomiting. For treatment, the patient was given dextrose and diagnostic tests. The patient was prescribed hydroxyzine for anxiety at 10 mg. As needed. The pod was worn between longer than 48 hours on the leg. The patient was discharged after 3 days. The pod was discarded.